Event description:
The customer contact reported a disconnection. The option-lok male adapter of the primary tubing set was connected to a needleless valve connector and was being used to deliver 1000ml of normal saline, at a rate of 999ml/hr, via a symbiq pump. At an unspecified time, the male adapter of an unspecified secondary tubing set was connected to an unspecified location on the primary tubing set for a piggyback delivery of an unspecified concentration of etoposide at a rate of 716ml/hr. The customer contact reported that approximately 15 minutes after the piggyback delivery was started, the pt heard a pop and the nurse noted an unspecified volume of solution on the floor. It was reported that the option-lok male adapter of the primary tubing set disconnected from the needleless valve connector. The leak of solution was cleaned up according to the user facility's protocol. The needleless valve connector was replaced and the therapy was resumed. There were no reported adverse pt events and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.